Manufacturer narrative:
The insulin pump function properly during the excessive no delivery test. No excessive no delivery alarm noted, however pump alarmed motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). Analysis was unable to perform occlusion, and prime test due to motor error alarm. The motor was tested outside the device and passed motor test. The pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was unknown. The customer states the pump was not exposed to a high magnetic field. The customer states they are able to complete the rewind. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.